Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the analysis of the history files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. A self test could be successfully performed, the delivery mode could be started without any problems and a flow test was performed. A delivery accuracy measurement according to iec 60601-2-24 was arranged. After the delivery according measurement the downstream sensor was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could be not confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom):underinfusion